Event description:
It was stated that the customer was hospitalized for high blood glucose levels. The customer was feeling badly, was achy and sore in his upper shoulders. The reported blood glucose reading was 595 mg/dl. Troubleshooting was performed, and the insulin was programmed correctly. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.